Event description:
Customer reported the silicone segment separated from the tubing at the end where it connects to the lower fitment. The o-ring came apart and is missing, and the end of the silicone segment appears dilated. The reporter doesn't know for sure, but states the separation likely happened when transferring the pt from the operating room table to the bed, stating there is too much urgent activity at that time and they can't stop to make sure all the lines are not snagging on something. No add'l info was available.

Manufacturer narrative:
Manufacturer's report date: 12/15/2010. (B)(4). The set was received for investigation in 2 separate sections and the silicone segment separating from the lower fitment was confirmed. The o-ring that secures the silicone tubing to the lower fitment was not present, however, an indentation on the silicone tubing suggests that the o-ring was present at some time. Crush marks were not observed on the lower fitment and the silicone tubing shows no signs of stretching or ballooning. The root cause of the silicone tubing separation was not identified. The lot number is unk, however, the smartsite laser number indicates the set was built between (B)(4) 2010 and (B)(4) 2010. Expiration date is between 06/01/2013 and 07/01/2013.